Event description:
It was reported that a user, who had been off the ilet for several days due to lack of cgm sensors, reconnected and experienced hyperglycemia after initially overtreating a low glucose; the ilet displayed an insulin occlusion alert, and the user cleared the occlusion by disconnecting from the anchor and performing a tubing fill, after which insulin delivery resumed and glucose began trending down from a fingerstick high of 381. Symptoms included fatigue. Outcomes included prolonged high glucose for approximately three hours without need for outside assistance or medical intervention. Investigation included user-guided troubleshooting of the infusion system and verification of tubing integrity. Investigation of this case revealed resolution of the occlusion with no observed kinks or damage to the tubing and restoration of insulin delivery, consistent with a transient delivery obstruction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.